Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a foreign body in canal. There were no reports of patient harm

Event description:
It was reported that a foreign body was found in the canal of the colonovideoscope by a third-party distributor. The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e1, e2, e3, g2. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the cleaning brush used during previous reprocessing was clogged in the biopsy channel, which led to the malfunction. The instruction manual states the detection method associated with the event in gif/cf-170 series operation manual chapter 3 preparation and inspection and preventive measures associated with the event in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.